Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 210 mg/dl compared with the sensor glucose reading of 40 mg/dl. The customer also reported a lost sensor alarm. The customer's sensor was replaced, and was advised to return the sensor back for analysis.